Event description:
The field service engineer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performoed an onsite investigation. The hard drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.